Manufacturer narrative:
(B)(4). The set was not saved at the facility for eval. The lot number was not identified, therefore lot history record review could not be performed.

Event description:
Customer reported set separated at the juncture of the upper pump fitment and the pump segment when the set was being removed from the pump. In each case, there was no additional resistance used when removing the set from the device nor was there any obvious cause for the disconnection. Although requested, no additional details were available.